Manufacturer narrative:
E1/facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing of the cystonephrofiberscope the adhesive of the bending section cover is peeling. There were no reports of patient harm.